Manufacturer narrative:
A visual inspection confirmed the presence of fluid inside the packaging of the returned device. It was suspected that the fluid was silicone. Devices were sampled and sent for infra-red spectrophotometer (ir) testing. The results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. Lot and serial # provided in sections are indicative of the iab. Changed from 32 to 33 to reflect total number of affected devices. (B)(4).

Event description:
It was reported that there were 33 devices composed of linear 7.5 fr. 34cc and 40 cc intra aortic balloon catheter sets where preparation was done by cardiac surgeon and cath team, and the sets were reported to have liquid in them prior to use. It was believed to be unsafe for patient use. The iabs were replaced and not used on patients. This MDR is for 4 of 15 of the reported 34cc iab sets from batch 3000038471. Iab batch 3000036206, iab serial # (B)(4) & insertion kit batch 3000036208. (Of the total 33 reported devices).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there were 32 devices composed of linear 7.5 fr. 34cc and 40 cc intra aortic balloon catheter sets where preparation was done by cardiac surgeon and cath team, and the sets were reported to have liquid in them prior to use. It was believed to be unsafe for patient use. The iabs were replaced and not used on patients. This MDR is for 4 of 15 of the reported 34cc iab sets from batch 3000038471 (of the total 32 reported devices).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that there were 32 devices composed of linear 7.5 fr. 34cc and 40 cc intra aortic balloon catheter sets where preparation was done by cardiac surgeon and cath team, and the sets were reported to have liquid in them prior to use. It was believed to be unsafe for patient use. The iabs were replaced and not used on patients. This MDR is for 4 of 15 of the reported 34cc iab sets from batch 3000038471 (of the total 32 reported devices).